Manufacturer narrative:
Additional information : device manufactured between august 22, 2018 to august 23, 2018. Two (2) devices received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test was performed which revealed leakage at the spike port cap from the base of the spike port of both samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) 4000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the top middle port. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.